Event description:
A technician reported, a capsulotomy tag during laser assisted cataract surgery which is reported to have caused the bag to rupture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. The company service representative examined the system and found the laser¿s output energy to be unstable due to an unstable oscillator signal. The company service representative replaced the oscillator to address the issue. The company service representative performed an alignment of the system to deter future energy issues. The system was then tested and met all product specifications the oscillator was received and a visual assessment of the returned sample resulted in no visual damage found related to an incomplete capsulotomy. The oscillator was tested and failed. The root cause of the reported incomplete capsulotomy can be attributed to a nonconforming oscillator. The root cause of the reported capsular rupture cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).